Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance with a cartridge change; the agent provided troubleshooting and education, including disconnecting from the infusion site, performing a rewind, inserting a new cartridge prior to attaching the adapter, securing the connect adapter, filling the tubing, reconnecting to the infusion set, and filling the cannula, after which insulin therapy was resumed. Symptoms included elevated blood glucose with a reported peak of 277 mg/dl lasting about one hour without alerts for very high glucose, without ketone testing, without use of backup therapy, and without acute clinical effects. Outcomes included no need for medical intervention or assistance and no hospitalization. Investigation included a telephonic assessment of use steps and confirmation of resumed therapy. Investigation of this case revealed that the device functioned without alarms and that the event was consistent with hyperglycemia of unclear cause, with coffee consumption noted as a potential contributor, and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.